Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 10/1/2019. Device returned to manufacturer: yes. Device evaluation: a pcb00 device and a cut lens inside a tray were received in the packaging box . The pcb00 device was observed under microscope; the plunger was in completely advanced position and locked. Scarce amount of viscoelastic residues were observed inside the device. Dfu states to completely fill the viewing window with ovd. The lens was observed under microscope and it was received cut in pieces. Marks and scratches were observed in the lens however those conditions could be related to the removal process. The received sample was evaluated in the complaints, and the preloaded handpiece device in overall do not present any miss-assembly conditions. The sample was opened and there was observed low traces of viscoelastic and that the push rod tip was bent. These observations are potentially related to a device that was forced and with the force and low presence of viscoelastic could potentially bent the push rod and subsequent damage the lens in the delivery process. The lens was received in pieces, and as per complaint report it was cut to remove and replace the iol. Therefore, there is no way to evaluate the iol in the received conditions. Due the condition of the sample received the complaint was verified, however it could not be related to the manufacturing process. Product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: implant date does not apply because the lens was removed during the same procedure. If explanted; give date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that after the intraocular lens was implanted, the lens was damaged. The sales rep was in surgery and confirmed correct preparation and handling of the lens by the surgeon. There was no impact for the patient outside of the surgery taking 20 minutes longer. The lens had to be cut in order to remove it and implant a new lens. No additional information was provided.